Manufacturer narrative:
(B)(4). The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that an external dialyzer blood leak occurred during a patient's hemodialysis (hd) treatment. Blood was observed leaking from the venous header of the dialyzer. No dialyzer damage was visible. A blood test strip was used to test the dialysate for blood and it tested positive. The machine did not alarm. The patient's estimated blood loss was approximately 250ml. No adverse effects were experienced by the patient as a result of this event and no medical intervention was required. The patient completed treatment with a new set-up on a different machine. The complaint device is available to be returned for evaluation by the manufacturer.

Manufacturer narrative:
The complainant facility returned the device to the manufacturer for physical evaluation. A visual examination of the returned device revealed the fiber membrane was streaked with blood residue. Coagulated blood was noted at both ends of the dialyzer (between the screw flanges and the potting cut surfaces). Further visual examination of the sample revealed a thin piece of debris situated between the potting cut surface and the o-ring on the cavity ID end. The debris was located at approximately 270 degrees with the dialysate ports situated at 0 degrees. No other debris, damage, or irregularities were noted. Following visual examination, the device was subjected to a laboratory external leak test. Testing detected a leak originating from the cavity ID end screw flange at approximately 5.0 pounds per square inch (psi). A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The lot passed all release criteria. The investigation into the cause of the reported problem was able to confirm the failure mode. Visual examination of the returned device observed debris lodged between the silicone o-ring and polyurethane cut surface on the cavity ID end. During laboratory leak testing, a leak was identified in the general location of the observed debris. Visual characteristics of the debris were consistent with polyurethane/polyethylene (pe/pu) slivers.